Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that no device malfunction was found.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported the patient had poor pain control. The patient initially had pain control and then the control became inadequate. Diagnostics included device interrogation and intervention involved device reprogramming. The attempts to reprogram the stimulator to cover the patient's pain were unsuccessful and the patient elected for removal. The entire system was explanted and not replaced. The event was considered resolved without sequelae. The etiology was possibly due to the device or therapy and not related to the implant procedure. Patient medical history was not provided.